Event description:
Event: (cc# 97-01410) the iab was inserted into the pt without a sheath. "Check iab" alarm sounded from the pump. The iab was not fully inflating. The iab was removed and a second iab was inserted. On 1/19/1998 it was reported that the balloon would not fully unwrap even with full augmentation. [Event complications]: unknown - reported 11/21/1997; none - reported 1/19/1998. [Pt's current status]: unknown - rpt'd 11/21/1997.

Manufacturer narrative:
Evaluation summary: the iab was received for evaluation with the balloon membrane noted to be completely unfolded. Visual examination revealed the inner lumen within the membrane near the proximal taper to be kinked. In addition, the membrane in this area was stretched. It was not possible to inflate the iab on the lab system 97 iabp due to its returned condition. Probable cause of difficulty: it was not possible to verify the reported problem in the lab due to the condition of the returned balloon membrane. At this time, it is not possible to determine the exact cause of the reported difficulty based on the event description and the examination of the item. This type of complaint is one of the most difficult to evaluate and must rely on conjecture since one cannot observe what the balloon is being subjected to within the aorta. Having the opportunity to examine the folded or partially folded iab membrane may have provided some additional insight into the encountered difficulty. Thus, in general, inflation difficulties may attributed to one or more of the following: 1. The balloon entered a subintimal space. 2. The balloon was placed too high in the aortic arch or in the subclavian artery. The iab failed to completely unfold because the user failed to inject 60 cc. Of air as advised in the instructions for use. 4. The catheter kinked within the patient probably because of severe vessel tortuosity and/or patient movement. 5. The catheter kinked outside the patient. The user may have failed to secure the catheter and y-fitting to the patient. Manipulation of the kinked portion of the catheter could have minimized the restriction and improve balloon performance. 6. A kink in the catheter may have restricted the flow of helium into and out of the balloon causing it to not fully inflate during the initiation of iabp. 7. There was a loose connection between the iab and the pump or between the pump and the safety chamber. Checking these connections may alleviate the problem. 8. The balloon pump needed servicing.